Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. Advised the customer revert to back up plan. The customer¿s blood glucose at time of call was 400 mg/dl. The customer mentioned that her glucose level dropped to 50 mg/dl while being connected to the insulin pump. The customer stated that her blood glucose started to go up last night and she noticed that the cannula was bent and crimped. The customer attempted to change the infusion set and received the error alarm. Then the customer was disconnected and has treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the error alarms. The device had a cracked case near the reservoir window.